Event description:
It was reported that after device change out, a sensing anomaly was noted. The pocket was reopened and the setscrew was checked. No anomaly was found. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.